Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the device was unable to cross the lesion. The target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A comet ii pressure guidewire was selected for use. During the procedure, it was noted that the device could not cross due to angulation. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a wire returned detached at 86cm from distal to proximal.

Manufacturer narrative:
Investigation results: device analysis findings: the complaint device was received for product analysis. The shroud of the occ cable was connected to the bench top testing equipment. The rfid tag associated with this device is (B)(4) and the coefficient values were confirmed to be programmed. A visual inspection of the device revealed that there were numerous kinks throughout the body from distal to proximal, additionally the tip was found bent and stretched. The shroud of the occ cable was connected to the ffr link for signal verification. The signal was not present, as designed. During testing with the ffr link, the signal strength led showed a yellow/orange light and the zeroed led showed a blinking red light, indicating that the wire was not working appropriately. The led lights for a properly working wire are green. The shroud of the occ cable was connected to the bench top testing equipment. The modulation was checked but there was no modulation (0%) for this device. A microscopic inspection revealed that the wire returned detached at 86cm from distal to proximal. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to patient condition, following a review of the reported event details, available information, and product record review. During product analysis it was observed the tip bent, stretched, body kinked and wire detached, it is most likely the presence of anatomical factors presented a constriction over the wire and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported issue. Batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue.